Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 507mg/dl. Customer mentioned that the o-ring had come off and was loose. Customer declines to troubleshoot for high blood glucose value because she attributed it to food. Customer bloused for the high blood glucose value. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.